Event description:
The manufacturer received information alleging a ventilator's housing was melted. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's housing had evidence of melting near the humidifier bracket on the rear case. The melting was determined to have been from an outside source as no thermal activity was observed inside the device. The melted housing did not impact the performance of the ventilator. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The software was reloaded to address the issue.